Event description:
Surgeon alleges potential chisel involvement related to vertebral body fractures noted post pdl implant. There is no way of knowing which devices were used in which procedures but all 3 were used at the same facility with the same surgeon. This is related to events previously reported to the FDA under pdl implant part numbers. This is the first of three reports.

Manufacturer narrative:
This device is not single use and was used in multiple disc arthroplasty procedures. The surgeon can not determine which chisels were used in which procedures. Device is an instrument and is not implanted. Date of manufacture can not be determined. Investigation could not be completed, no conclusion could be drawn.